Manufacturer narrative:
Received unit with button error alarm followed by unresponsive buttons due to corroded keypad trace. Unable to perform displacement test due to keypad anomaly. Unit had broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error while the pump was in customer's bra. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.